Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6).2025, the cgm reading was 89 mg/dl, and suddenly 50 mg/dl, with arrows pointing down. The patient drank a soda, but despite this, experienced loss of consciousness. The patient was unconscious for a few minutes, and was ¿left outside for 1 hour without medical assistance¿. The patient regained consciousness, most likely when the treatment from the soda took effect, and when able to do so, called his father around 17:30. When the father arrived the patient was still very weak, and the father brought the patient to the hospital. No cgm nor blood glucose reading was reported from the hospital, but the cgm reading would have still been inaccurate. The patient experienced confusion and disorientation, chest pain, back pain from the fall, brain fog, memory issue, nausea, headache, a concussion and was informed by the nurse to rest for few hours. The patient was given zofran and tylenol. No further treatment was reported to be needed and on the same day, the patient was discharged around 11pm. The patient went home and the sensor was changed. The next morning, (B)(6) 2025, around 04:00am, the patient was still feeling weak and started vomiting. The mother called the doctor who advised to take him back to the hospital. The cgm reading was 80 mg/dl trending downward. No blood glucose reading was reported, however, the reporter claimed the cgm reading was inaccurate. The ambulance arrived close to 5:00am and they arrived at the hospital at 6:00am. This time tests like EKG and blood works were done. The doctor advised patient to take a rest and was given zofran and tylenol for pain and nausea. The patient stayed in the hospital and was discharged close to 3:00pm. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).